Event description:
It was reported that balloon rupture occurred. The target lesion was located in severely calcified superficial femoral artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at nominal pressure, the balloon ruptured. The device was removed and the procedure was completed with an unknown drug coated balloon. There were no patient complications nor injuries reported.